Manufacturer narrative:
Investigation date: 07/01/2016 an investigation for kangaroo epump was performed for the reported condition of the unit underfeeding by more than 10% on a continuous feeding period of 12 hours. The unit was triaged and tested. The reported condition made by the customer could not be confirmed; unit passed all testing. Kangaroo epump was manufactured in 2012. A review of the device history record shows this device was released meeting all manufacturing specifications. Correction: mfg name previously reported as: (B)(4).

Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently underway. Upon completion, a full investigation will be provided.

Event description:
It was reported to covidien that the customer experienced a problem with a kangaroo epump. The customer reports that the unit underfeeds by a little more than 10 % on a continuous feeding period of 12 hours. No patient involvement.